Event description:
Patient presented to the physician with ipg site that did not heal and potential exposure. Physician brought the patient into the or and removed the entire inspire system. This resolved the issue.